Event description:
It was reported during a procedure to implant a trail scs lead a dural tear occurred. Postoperatively, the patient experienced a headache and left leg pain and was subsequently hospitalized. A blood patch was performed and the patient's headache and left leg pain have resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.